Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reproduced the u-02 error and replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi has received the erbe for evaluation. The reported complaint could not be confirmed. The unit energized and cauterized, and all ports recognized the instruments. The unit will be returned to the original equipment manufacturer for further investigation. A log review confirmed the procedure date of (B)(6) 2022 on system sk2375. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer aborted after the start of the procedure due to the electro surgical unit (esu) erbe not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate an abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the erbe generator had a u-02 error. The site tried to reseat the power cord, but there was no change. The site had activation cords for covidien generators, but only had ft10 generators on site and decided not to use them. The case was aborted. There were no reports of patient injury.